Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration 5 months after') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The following information was received from social media: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration 5 months after') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pyrexia ("fever"), pelvic pain ("pain"), headache ("constant headache"), migraine ("migraine"), wound ("huge wound/scab"), wound infection staphylococcal ("huge wound/scab and it was lead to mrsa"), dysmenorrhoea ("period are night mare/painful / heavy/ barely function"), menorrhagia ("period are night mare/painful / heavy/ barely function"), loss of personal independence in daily activities ("period are night mare/painful / heavy/ barely function"), asthenia ("feel weak"), fatigue ("exhausted"), syncope ("faint"), feeling abnormal ("just worn out deep donw my soul/feel like I m crantracting"), abdominal discomfort ("abdominal pressure"), back pain ("back hurt"), gait disturbance ("slow walking"), acne ("distinguish acne/dots on the face") and alopecia ("thining hair") and was found to have hormone level abnormal ("my hormones are out of control") and weight increased ("weight gain"). At the time of the report, the device dislocation, pyrexia, pelvic pain, headache, migraine, wound, wound infection staphylococcal, dysmenorrhoea, menorrhagia, loss of personal independence in daily activities, asthenia, fatigue, syncope, feeling abnormal, abdominal discomfort, back pain, gait disturbance, hormone level abnormal, weight increased, acne and alopecia outcome was unknown. The reporter considered abdominal discomfort, acne, alopecia, asthenia, back pain, device dislocation, dysmenorrhoea, fatigue, feeling abnormal, gait disturbance, headache, hormone level abnormal, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, pyrexia, syncope, weight increased, wound and wound infection staphylococcal to be related to essure. The following information was received from social media: migration, fever, mrsa infection, wound, gait disturbance, syncope, weight gain, dysmenorrhea, pelvic pain, menorrhagia, feeling abnormal, fatigue, headache, migraine, hormone disturbance, abdominal pressure, activities of daily living impaired, exhausted, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events just worn out deep donw my soul/feel like I m crantracting, huge wound/scab and it was lead to mrsa, period are night mare/painful / heavy/ barely function/ exhausted, hormones are out of control, back hurt, pain, abdominal pressure, headache, migraine, wound, my hormones are out of control, distinguish acne/dots on the face, slow walking, hair thinning, weight gain, fainting, slow walking, exhausted, huge wound/scab and it was lead to mrsa, fever were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.